Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. It was noted that the returned device indicated a damaged set screw.

Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD), a lead was disconnected to add more slack, and upon reconnecting it, the wrench would not engage in the setscrew and the setscrew was inadvertently backed out of the header. In the process of trying to get the setscrew back into the header, the grommet may have potentially been damaged, as noise was discovered on the electrogram. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.